Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7153736/7153031.

Event description:
It was reported that the patient was hospitalized due to numbness, leg weakness, and urinary retention following the implant of the spinal cord stimulator (scs). It was noted that the patient had an intradural hematoma as confirmed through magnetic resonance imaging (MRI). The physician believed that the symptoms were related to the surgery and placement of the scs. The patient underwent an explant procedure wherein all device components were removed and kept by the medical facility. The patient was discharged to the inpatient rehabilitation facility.